Event description:
It was reported that the pump was alarming force sensor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent physical condition. Event history log (ehl) showed force sensor test error. Force sensor test error was found at power up process and failed force sensor calibration verification; force sensor was out of calibration. The root cause of the issue could not be determined; the force sensor assembly was carefully inspected and no physical or any other damaged was found. Actions were taken to mitigate the reported issues: calibrated the force sensor and all functional tests passed. A corrective and preventative action has been opened to address the reported issue.